Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 62-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2019. On (B)(6) 2024, the patient informed novocure that throughout the course of optune gio therapy, he had experienced issues with his surgical resection site scar (last surgical resection (B)(6) 2018) opening and becoming irritated. Occasionally, the patient's spouse applied an ointment with neomycin/polymyxin b/bacitracin, but with limited success. Recently, the patient placed an adhesive bandage over the open wound before optune gio transducer array application, which helped. The patient was instructed to not place optune gio array discs directly over the adhesive bandage. On (B)(6) 2024, the patient's healthcare provider (hcp) informed novocure that the event has been intermittently present since surgery. Per the hcp, the events were not related to optune gio therapy.